Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a lap pneumonectomy, the tissue pad was chipped during use. No pieces fell into the patient. Generator was unknown. Another device was used to complete the case. There were no adverse consequences to the patient.